Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for post implant valve structural valve deterioration was confirmed based on medical records provided for evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturin g non-conformance contributed to the complaint event. A review of IFU /training materials revealed no deficiencies. As device was not returned , engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported , ''approximately 2 years and 1 month post tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the patient presented with a 67mm peak and 39mm mean gradient across the valve and moderate ai'' and ''per medical record review, the valve appeared to have structural deterioration with severe bioprosthetic stenosis and moderate valvular regurgitation. The patient has had an early degeneration of her tavr valve with elevated gradients the etiology of which is uncertain''. Additionally, medical record indicates the patient has diabetes mellitus and hyperlipemia. Diabetes mellitus is a known factor(s) that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and has been found to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (diabetes mellitus, hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions (pra) are required .

Event description:
As reported by a field clinical specialist, approximately 2 years and 1 month post tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the patient presented with a 67mm peak and 39mm mean gradient across the valve and moderate aortic insufficiency. A 23mm sapien 3 ultra resilia was successfully implanted within the failed s3 ultra. The patient was returned to her room with a mean gradient of 6mm across the valve. The patient presented in (B)(6) 2022 with halt. The patient was initially placed on xarelto and eventually placed on coumadin in (B)(6) 2022. Halt never resolved with either prescription. The patient still had some right-side weakness present prior to valve in valve procedure. A pacer was implanted in (B)(6) 2021. Per medical record review, the valve appeared to have structural deterioration with severe bioprosthetic stenosis and moderate valvular regurgitation. ''The patient has had an early degeneration of her tavr valve with elevated gradients the etiology of which is uncertain.''

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.